Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred with multiple cartridges during the loading process. The customer successfully reloaded the cartridge and insulin delivery was resumed. Customer's blood glucose was 162 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.